Event description:
Medwatch report received from hosp. This is the 5th of 5 reports submitted on this event.

Manufacturer narrative:
Hosp reported part # 214.371, which is not a valid synthes part number. Additional info has been requested. Synthes is unable to determine mfg site or mfg date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.